Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited increased pacing impedance (1900 ohms) and mildly elevated pacing thresholds. Sensing measurements have remained stable, and there is not evidence of noise on the rate sense channel. As such, there have been no therapy delivery issues associated with this clinical observation. A boston scientific crm technical services (ts) consultant recommended invasive evaluation.